Event description:
It was reported that episodes of non-sustained right ventricular oversensing were detected on the device. Upon review of the egms, crosstalk was occurring. Programming changes were made. The patient was asymptomatic.